Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number of the corresponding product code cc103x ? Please confirm that it was qty of 2 sutures that experienced breakage?

Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date and suture was used. During the procedure, the suture broke and burst. There were no adverse patient consequences reported. Additional information was requested.